Manufacturer narrative:
The patient-line tubing was disconnected from the luer adapters on both the proximal and distal arms of the patient-line stopcock. The drainage stopcock was also disconnected. Adhesive was present on the inner and outer connections of all of the above sites. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the patient line tubing had disconnected from the patient line stopcock. According to the report, the patient did not incur any injury as a result of the event.

Manufacturer narrative:
The patient-line tubing was disconnected from the luer adapters on both the proximal and distal arms of the patient-line stopcock. The drainage stopcock was also disconnected. Adhesive was present on the inner and outer connections of all of the above sites. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).